Event description:
Customer returned the device for evaluation and repair of issue of the device elevator not working during preparation for use. There is no patient involvement and no harm reported to any patient. When inspected the elevator wire was cut off and not rising up or down. Upon inspection f the returned device, it was observed that the forceps elevator has presence of foreign material. This medwatch is being submitted for the reportable issue of the foreign material found on the forceps elevator during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has presence of foreign material. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) has a crack; connecting tube has a buckling and discoloration; insertion tub protector (ig protector) is damaged; universal cord has a scratch; scope cover (s-cover) has a scratch; switch sw1 has a scratch; due to wear of angle wire, bending angle in right direction does not meet the standard value; and due to cut on forceps elevator coil (k-wire), forceps raising angle does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum feb 3, 2023: the issue of the device elevator not working occurred during reprocessing, which then could not be completed prior to sending the device for repair.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. The foreign material found in the device could not be identified. Customer is trained on reprocessing as per instructions for use (IFU) by olympus field service, and they are correctly performing the reprocessing steps without doing any delay of pre-cleaning. However, in this case, since the customer could not reprocess completely due to the issue of the device elevator not working, the foreign material likely remained in the device at the time of return. This device has not been used on a patient with the foreign material. There is no report of any infection or impact on a patient due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material adhering to/around the forceps elevator could not be determined. However, it's likely the reprocessing steps recommended in the instructions for use were not performed completely due to the forceps elevator not working as intended due to the broken forceps elevator wire. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.